Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that the physician had difficulty placing the right ventricular (rv) lead during implant. The lead also was exhibiting low r waves. The lead was not placed and a different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.